Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved each event by changing infusion set and cartridge and then resuming insulin. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer acknowledged and understood.